Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force

Event description:
It was reported that the procedure performed was to treat a moderately to severely calcified, moderately tortuous circumflex coronary artery. After pre-dilation, the 2.25x15mm xience proa drug-eluting stent delivery system (sds) was advanced but failed to cross the lesion due to anatomy. Upon removal, resistance was met due to anatomy and the sds required greater force for withdrawal. Once removed, the stent struts were noted to be lifted. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.